Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the ilet pump, resulting in a cracked and unusable touchscreen and subsequent trouble using the device; the affected component was the touchscreen and the device problem involved a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related break consistent with a drop impact, aligning with a device fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.